Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and meshes were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 due to uterine prolapse, cystocele, rectocele, and sui. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that the patient underwent mesh revision and resection along with reapproximation of vaginal mucosa on (B)(6) 2007 due to mesh exposure and dyspareunia. It was reported that the patient underwent resection of exposed midline anterior mesh and left lateral fornices mesh scar on (B)(6) 2010 due to chronic pelvic pain, dyspareunia and midline anterior mesh exposure. It was reported that the patient underwent resection of mesh, removal of scar tissue, autologous graft for pelvic floor repair in 2012 for pelvic pain, bleeding, dyspareunia, incontinence and extrusion.

Manufacturer narrative:
Date sent to FDA: 04/14/2016.